Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device changeout procedure, noise on right ventricular lead inhibiting pacing was observed in a pacer dependent patient. Intermittent capture was also noted. Lead was explanted and replaced few days later. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.